Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Unrelated to the reported issue, it was noted that the digital intercommunication of medicine (dicom) on the navigation system was updated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial biopsy, the navigation system exited the application software without prompt from the user. It was reported that prior to the procedure prep, the navigation system functioned as designed. Prior to the patient being intubated, the application software exited without prompt from the user and the surgeon opted to discontinue with the procedure. No additional information was provided. There was no known impact on patient outcome.